Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient required revision surgery due to infection, which resulted in a poly swap and debridement.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2025-00823, 348-16-705, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.